Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level/metallosis involving an unknown stem was reported. The disassociation event was confirmed via clinician review of the provided medical records. Abnormal ion level/metallosis was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: 'the revision tha surgery operative report verifies that advanced trunnion wear of the femoral stem and dissociation of the femoral head from the stem occurred. The root cause of this wear with significant material loss cannot be determined from the limited documentation provided.' Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and metallosis/elevated metal ions. A review of the provided medical records by a clinical consultant indicated the following: "the revision tha surgery operative report verifies that advanced trunnion wear of the femoral stem and dissociation of the femoral head from the stem occurred. The root cause of this wear with significant material loss cannot be determined from the limited documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Additional information: complete disassociation of the femoral head from the femoral stem with advanced trunnion wear. The femoral head was still located within the polyethylene shell of the acetabular component. The trunnion of the femoral stem was visualized. It was noted to be severely degraded with the tip of the trunnion worn down to a pencil tip appearance.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.